Event description:
The pump's motor stalled. The pt had withdrawal symptoms due to the pump's failure to deliver the prescribed doses of intrathecal medications.the pump was returned to the manufacturer for analysis and their investigation concluded that the failure was due to corrosion and/or corrosion with mechanical wear.

Event description:
Major pump unit(s) involved: external control system failure;specific component(s) involved: external controller malfunction.

Event description:
The customer observed increased frequency of error code 1007 (unable to process test, activated read failure) generated from the architect i200sr analyzer with reaction vessel (rv's) 234p100. The analyzer was already adjusted, so the customer was sent a new lot of rv's and the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Upon further review, the investigation unit has evaluated this customer complaint and determined it is not associated with remedial action reporting number (B)(4) therefore, is unassigned. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #, other lot #: other lot # was documented in the previous medwatch -02 submission as lot 71554p100 and was corrected to ni. Additional architect reaction vessel lot 71554p100, device MFR. Date: 12/8/08 expiration date: na the investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.